Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed battery out limit and had an unresponsive keypad. The customer did not know the blood glucose reading. The customer was riding a bike when the alarm occurred. The caller confirmed that the time still advanced on the display screen. She noted that the battery out limit alarm occurred after a battery replacement. The customer's mother stated that the esc, act, up and down buttons were not responding. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No unexpected frozen display was noted during testing. The insulin pump had normal operating currents. The insulin pump was monitored for several days and no battery out limit alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.